Event description:
It was reported that the patient presented for routine follow-up; upon interrogation, the left ventricular lead exhibited noise and variable capture thresholds. The device was reprogrammed and the patient would be monitored. The patients condition was good.